Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, the issue persisted after it was shut down and restarted.

Event description:
It was reported that intra operatively, emg tube stopped working and there were a lot of annoying noises and false stimulation coming from the machine. They used monopolar, bipolar, and harmonic as electrosurgical equipment. The hardware setup was verified before use. The surgeon did observe a waveform response on the screen and it did not look like regular wave. The activity occurred even the surgeon is not trying to stimulate. The tone sound was there from the start till the end of the procedure. The error message was it showed out of measurement range calibration. They just shut down and restart the machine. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.